Manufacturer narrative:
The suspect camera was returned to the service center for evaluation. The reported issue was confirmed by the technician and determined to be due to a defective cable unit. Additionally, the image is off-centered due to bent coupler. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed there was no repair history. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the legal manufacturer, could not conclusively determined the exact cause of the faulty cable. Olympus will continue to monitor complaints for this device.

Event description:
The service center was informed that a customer high definition autoclavable camera head was returned for a reported "image problem" during inspection before use. Upon inspection and testing, the service technician confirmed to reported issue as the camera was found to have a reportable no image malfunction due to a faulty cable unit. No patient involvement or harm was reported to olympus.